Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
The customer was provided a repair quote and has not responded, therefore declining repair.